Event description:
During a ventricular tachycardia procedure, when in the right side of the heart, air bubbles were observed in the tube and the hemostasis valve of the sheath. It was attempted to purge the sheath, but there were still air bubbles in the valve. The sheath was exchanged, and the procedure continued without patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined.